Event description:
Event description cpi received information that this implantable pulse generator (ipg) had a ventricular lead which was pulled back to the tricuspid valve. There was no ventricular capture due to this dislodgement. The ventricular lead is model 4035 sn 211368 implanted on march 12, 1999.